Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation and along with overstimulation at the lead site. The patient also experienced a fall. A system diagnostics determined high impedances on the lead. Surgical intervention was taken on (B)(6) 2016 wherein the alleged lead was disconnected from the ipg and another lead of different model was implanted and connected to the ipg. Reportedly, postoperatively effective therapy was established and the issue of overstimulation resolved.